Event description:
Initial glucose result of 256 mg/dl. Repeat of same sample recovered 87 mg/dl. The initial result was reported. Pt was not adversely impacted. The field service rep was unable to determine cause. Performance checks tests were performed and within specifications.